Event description:
Malfunction of the perclose closure device with foot pad remaining elevated despite pushing the tab down which usually will close the device resulting in the device embedded in the iliac muscle wall that required surgical resection to remove. FDA safety report ID# (B)(4).